Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. A potential adverse event with the penumbra smart coil system include embolic stroke and other cerebral ischemic events and is included in the labeling. Therefore, the reported right pontine infarct is considered an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01032. The device was implanted into the patient.

Event description:
On (B)(6) 2017 the patient underwent a coil embolization procedure to treat a basilar bifurcation aneurysm using penumbra smart coils (smart coils) with no complications. The next day, the patient complained of left body weakness. A magnetic resonance imaging (MRI) was performed and revealed a small right pontine infarct. The patient remained hospitalized with no other actions taken and was discharged to rehab in stable condition on (B)(6) 2017. The reported right pontine infarct was adjudicated by the physician to be possibly related to the disease state and the smart coil system and probably related to the procedure.